Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D4: additional device information updated per investigation resultsd9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date changed to unknown. H6: adverse event problem. H10: additional narrative. The returned implant does not match the reported implant. The implant returned was identified as a (B)(4). After follow up correct reference number was confirmed: (B)(4). DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the (tsvmwb13) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510k: k011028, k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss around the implant. Pain was reported as a result of the event. Tooth location 198.